Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that the patient underwent a pump exchange on (B)(6) 2021. Multiple attempts were made to obtain additional information from the customer regarding the event as well as the product¿s return status; however, no additional information was provided. If heartmate ii left ventricular assist system (lvas), serial number: (B)(6), is returned to abbott at a later date this file may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03sep2015. No further information was provided. The manufacturer is closing the file on this event.